Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found.

Event description:
It was reported that the device status went from good to aging within 12 months, and that the battery voltage and impedance do not correlate with the estimated time remaining. The device was replaced. No patient complications were reported as a result of this event.